Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. Ventilator logs confirmed the failed internal leakage test. It was found that the nozzle unit in the air gas module was broken and therefore leaking. The nozzle unit was replaced and then the ventilator passed pre-use check. The broken nozzle unit was not returned for investigation. The cause of the failed internal leakage test was the broken nozzle unit in the air gas module. How the nozzle unit broke has not been possible to be determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).